Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(6) called for (B)(6) because she had been hospitalized and remained on pump therapy but when she was transferred to another facility they did not disassemble the pump beforehand and she is concerned the pump may have been exposed to leaked insulin as a result. She saw liquid in the screen and it smelled heavily of insulin. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed displacement test, self test and - unexpected restart error test. Device alarmed motor error during basic occlusion test due to corroded motor home switch. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarms. Device received with intermittent buttons due to corroded keypad traces. Traces of corrosion were found at the electronic assembly per visual inspection. Device received with broken off piece at the battery tube threads.